Event description:
The reporter indicated that the vial was broken while pulling the lid to open the vial which contained a 12.6mm vicm5_12.6; -11.00 diopter implantable collamer lens. The lens was thoroughly rinsed and then implanted into the patient's right eye (od). This occurred on (B)(6) 2022.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
H3 - device evaluation: vial was returned broken. Visual inspection found no lens returned and vial was broken. Vial was completely shattered in the biobag. Claim#: (B)(4).

Manufacturer narrative:
Corrected data/additional information: h6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation; the probable cause of the failure is likely due to change in the packaging configuration of the lens vial. An action plan; health hazard evaluation (gp-1416) on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. Nipro has agreed to send future vial shipments to staar using the prior packaging configuration to prevent further vials from braking during usage or shipping. Thus; no further action is required at this time. Claim#: (B)(4).

Manufacturer narrative:
Additional/ corrected data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the material of the lens vial. An action plan, health hazard evaluation (gp-1416) on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. An action plan, CAPA m22-04, has been initiated to assess and implement corrective and preventative actions for the failure identified in this complaint. Claim# (B)(4).